Event description:
New information received states that post sensed oversensing of t-wave episode was noted. Programming change was discussed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission showing non-sustained rv oversensing. Review of the stored electrograms confirmed the presence of t wave oversensing. It was noted that the issue was resulting from pseudo pseudofusion, where atrial pacing events were significantly impacting the measured amplitude of the r wave. Programming changes were discussed. The patient was stable.